Manufacturer narrative:
No conclusion can be made. The sample was discarded, without having the sample returned we are unable to review the device in question for a possible root cause. To date this is the only reported complaint for this production lot of 184 units released for distribution in july, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that on (B)(6) 2019 while removing a bard ventrio mesh from the packaging a tear was noted on the "ptfe sheet". Another device was used on the patient, there was no patient harm reported. The sample was discarded by the user facility.